Event description:
When medline minor pack was opened for a surgical procedure, it was noted that residual styrofoam from the packing tray had remained adherent to the bulb of the irrigation syringe. This device was removed from the surgical field. FDA safety report (B)(4).